Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm13.2 implantable collamer lens, -18.0/./+20 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and pupil block (with elevated iop).

Manufacturer narrative:
Additional information: preexisting medical condition: keratoconus. Conclusion code: as per dfu for this lens model, implantation of this lens in an individual with keratoconus is contraindicated. Corrected data: correct lens diopter is -18.0/+2.0/x074 (sphere/cylinder/axis). (B)(4).